Manufacturer narrative:
Result and summary: the actual device has been returned and evaluated. That eval determined that the AED is functioning as designed. The end customer reported that the defibrillation electrodes were disposed of and were not available for eval. W/o these electrodes, a root cause cannot be determined. A f/u MDR will be filed if add'l info becomes available.

Event description:
On (B)(6) 2011, it was reported that during a rescue attempt, the device reported poor pad contact with the pt. A second set of defibrillation electrodes were applied with the same result. Emts were reported to have arrived on the scene, however, it was reported that the pt was not resuscitated.